Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). H11: since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in netherlands. On (B)(6) 2024, it was reported that patient faced infusion set leakage at site event. Infusion set was in use for 4 days. The blood glucose was reported 22 mmol/l and treated with bolus and new infusion set. No further information available.